Event description:
A nurse practitioner reported that enlargement of the incision was required to remove and replace an intraocular lens (iol) when a torn haptic was noted after insertion. While the lens was being removed, the capsule tore and a vitrectomy was required. The patient also experienced an elevated intraocular pressure (iol) which was treated with medication. The patient was referred to a retinal specialist who stated that the patient had ischemic optic neuropathy (ion) due to her hypertension and diabetes, and not lens-related. The specialist recommended cataract surgery to the patient on her fellow eye to aid in her vision.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken/torn in the gusset area (not returned). The optic was torn/split with a portion of the optic and one haptic missing. The optic was torn/split with a cut-like appearance, nicked/chipped at the optic edge, and torn/split at the optic edge. The anterior optic surface was scratched. A blue ink-like substance was observed on the anterior and posterior optic surface. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 03/06/2009.